Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 210 mg/dl (mobile) and 40 mg/dl (pharmacy meter). No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.